Manufacturer narrative:
Device was received with unresponsive all the buttons due to moisture damaged electronic assembly on pcb1 and at keypad connector. Unable to verify no motor movement or negligible movement. Retries to free a stuck motor failed error due to unresponsive keypad or button. Moisture damage also found on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had no motor movement or negligible movement. Customer¿s blood glucose level was unknown. Troubleshoot was performed. Customer stated that pump error alarm that occurred. . Customer is unable to complete pump rewind the customer was advised that the pump will be replaced and revert to backup plan. The insulin pump will be returned for analysis.